Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The insulin units remaining were correctly calculated and recorded in pump history. A review of the bolus history shows multiple boluses were performed during the insulin on board time period of 3 hours on the reported event date. Typical usage alarms and warnings were observed in the black box download. The "ezprime" operation was performed on the pump with no issues noted. The pump was exercised for 29 hours with no delivery issues. There were no delivery defects found during investigation and the reported bolus history issue was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On march 6, 2012, the patient's mother/reporter claimed that the patient's blood glucose readings as high as 324 mg/dl and as low as 48 mg/dl. There was no report of any required medical intervention or symptoms to suggest a serious injury. The reporter feels that the insulin pump may be giving inaccurate dosages. During troubleshooting, the reporter explained the pump history showed 0.45 units of bolus when the history should have shown 4 units of bolus. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. This complaint is being reported due to the alleged inaccurate bolus dose. There was no evidence of a serious injury since there was no required medical intervention and symptoms to suggest acute complication of diabetes.